Event description:
Discordant hemoglobin a1c (hb1c) results were obtained on multiple patient samples on a dimension xpand with hm instrument. The initial hb1c results were reported to the physician(s). The samples were repeated on the same instrument. The final repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hb1c results.

Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and instructed the customer to replace reagent 1 and reagent 2 probe tips and perform probe alignments. The cause of the discordant hb1c results is unknown. The customer successfully ran calibrations and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.